Event description:
New information received stated that the longevity data was reviewed for anomalies. It was verified that the device battery drained faster than normal. Due to the patient being dependent on the device, a pacemaker replacement was recommended. No changes were yet made.

Event description:
New information received stated that the pacemaker was explanted and replaced successfully on (B)(6) 2019.

Event description:
New information received stated that the patient was in stable condition during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pacemaker, the device exhibited a significant decrease in longevity. The patient did not experience any adverse consequences. The physician elected to continue to monitor the patient. No changes were made.

Manufacturer narrative:
Device was returned with end of service falsely triggered around the device explant date. Arc mark was found on the can which is consistent with false end of service due to electrocautery exposure. Device firmware was reloaded and interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.